Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 473 mg/dl. It was stated that the cannula was bent when the infusion set was removed, but the insulin pump didn't alarm no delivery. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure test. The customer was not comfortable with the insulin pump, and asked for a replacement. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional testing including displacement, rewind, basic occlusion, occlusion, prime and no delivery tests.